Manufacturer narrative:
Upon disassembly for visual inspection the bearing on the driveshaft was broken, the ball bearings were loose in the handpiece, the coupler was worn and the driveshaft was corroded.

Event description:
While testing the core impaction drill at the manufacturer it was reported that the device heated up. There was no patient involvement or adverse consequences reported with this event.